Event description:
A home pt's nurse contacted co's technical service center regarding a system error 2240 message that appeared on the displey of the home pt's homechoice machine during the initital drain cycle of their automated peritoneal dialysis therapy. Per initial report, the pt line of the homechoice set became disconnected from the pt's transfer set for an unk reason. Co's technical service center assisted the home pt's nurse in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.